Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire tip detached. Vascular access was obtained via the right femoral artery. The target lesion was located in the mid circumflex artery. A 6f 3.5 guide catheter and a 180cm non bsc guide wire were successfully placed at the target lesion. The 180cm non bsc guide wire was exchanged with a 185cm pt² guide wire. A 2.0 x 12mm emerge mr balloon catheter was advanced to the target lesion. The pt2 guide wire was removed and exchanged for a luge guide wire. The luge guide wire and emerge balloon catheter were removed. It was noted that approximately 1.3cm of the pt2 guide wire tip had fractured and remained in the circumflex artery. The procedure was completed with a different device. The patient was administered angiomax. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).